Event description:
It was reported that the patient's left ventricular lead was leading to diaphragmatic stimulation. The lead was deactivated as a result. The lead was then capped during generator change on (B)(6) 2023. There were no patient consequences reported.

Manufacturer narrative:
H6 coding.

Event description:
It was reported that the patient's left ventricular lead was leading to diaphragmatic stimulation. The lead was deactivated as a result. There were no patient consequences reported.